Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm aortic bioprosthetic valve, after removal of the aortic cross clamp, the surgeon noticed a tear in the dacron part of the valve causing major bleeding. It was reported that "the suture on the valve annulus was loose at the junction between the porcine part and the dacron piece" and "valve leakage" was noted. It was reported that the 29mm aortic bioprosthetic valve was explanted and replaced with a valve of the same size and model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the right and left sinuses appeared to have been modified. The outflow tissue edge appeared modified with signs of an attempt at implantation. All leaflets were flexible and intact; no tears were observed. All leaflets were in a partially open position. All commissures were intact. Small needle holes were noted on the folded inflow edge suggesting placement of implantation sutures. A puncture-like damage was noted on the tunica of the non-coronary cusp with a small hematoma directly below the inflow edge of the tissue. A section of tissue below the hemline was exposed and appeared frayed. Several sutures along the outer stitch line appeared tight possibly resulting from tension against the hem line. The rest of the stitches were assessed; appeared even and uniform. Two frayed tears were noted on the cloth cover directly behind the exposed tissue. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The observations noted during the analysis indicate that the tears would not have occurred during the manufacturing process. During the manufacturing process, there are multiple downstream checkpoints prior or after the valve assembly process to ensure the tissue quality for each valve. H3: device evaluated? Updated h6: updated the codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.